Manufacturer narrative:
Insulin pump passed the displacement test, unexpected restart error alarm, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected restart error alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and unexpected restart. Customer's blood glucose level was not reported. The customer was unable to rewind the insulin pump due to alarm. The insulin pump was stored or not in use for an extended period of time. The customer was not able to turn the insulin pump on. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.